Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the rep left a message for the patient on (B)(6)offering to meet with her to do an impedance check and reprogram her stimulation settings. The patient returned the call and left a message requesting that the rep does no call her back and stating she will wait to hear from their doctor or will go to the ER if the pain persists. The lead migration has not been resolved at this time.

Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 39286-65, serial/lot #: (B)(4), ubd: 24-sep-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that about a month prior to the report the patient started having thoracic pain in the middle of her back, noting that she couldn't move her right arm. The pain was mainly on the right of her shoulder and around the left side under her breast. When she went to lift a box of clothing, she thought she pulled something in her back thoracic spine by her shoulder blade. At one point, the patient couldn't get out of bed and her husband had to come raise her up. She can't exercise for more than 2-3 minutes max. The patient went to urgent care and they put the stethoscope over her skin on her back and she could hardly stand having the stethoscope back there and they had to move it to the front of her body. When the hcp touched her shoulders it hurt. They were given tramadol and pain patches which masked the pain, but it still hurt. The patient thought that one of the leads has moved or something was going on back there because she never experienced this before and her ins has been on the same settings and it has done the best it could. The rep said they were unaware of any factors that led to the issue. The hcp was going to reach out to the patient to discuss a CT scan. The patient was instructed to turn off the stimulator for 24 hours, but this didn't make a difference. The patient declined a programming appointment. No further complications were reported.